Manufacturer narrative:
The approximate age of device: 4 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was expired due to multi system organ failure. Device functioned as intended. Patient was in outpatient hospice and death was anticipated. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Death is listed in the hm2 IFU as an adverse event that maybe associated with the use of the hm2 lvas. No further information was provided. The manufacturer is closing the file on this event.